Event description:
Treatment of a previously ruptured aneurysm located in the ophthalmic segment of the ica (internal carotid artery) that was treated with coils and had recanalized. Medtronic (covidien) received information regarding an incident involving one of its devices. During the procedure, it was reported the proximal end of the pipeline would not open. The patient presented with a symptomatic intracerebral hemorrhage (sich) with right sided weakness. It was reported that the physician attempted to deploy a pipeline (3.5 x 16 mm) in the left ica. There was no reported friction during the delivery of the pipeline. The pipeline was deployed at the intended location. The distal end of the pipeline came off of the capture coil and opened; however, the proximal end of the device would not open. The decision was made to deploy the device and attempt to open it mechanically with the delivery wire and catheter, but without success. Attempts were made to remove the device with an ev3 snare which failed. The physician then attempted to open the device via contralateral access from the right ica through the aca (anterior cerebral artery) into the left ica. The physician was able to access the device but was not able to advance the catheter through the closed end of the device and was not able to open the pipeline this way. The physician then tried again to remove the device with an ensnare. The pipeline device was removed but a dissection was observed in the ica. The patient was taken to surgery for drain and bypass. The patient condition is not known at this time as the patient was going to surgery. The patient received dual antiplatelet treatment of aspirin and plavix prior to the procedure and heparin and verapamil during the procedure.

Manufacturer narrative:
Device status update: the device will not be returned as it was kept by the facility.

Event description:
Two months post-procedure, the patient was reported to have some neurological deficit but was better than immediately after the stroke.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Requests have been made for the reason for non-return, but without correspondence. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).